Event description:
The customer reported that the unit would not charge to 150j when 150j was selected.

Manufacturer narrative:
The customer reported that the unit would not charge to 150j when 150j was selected. The unit was evaluated at philips, but the symptom could not be duplicated. No trouble was found. The unit passed all testing, and no related repairs were noted. Based solely on the customer's report we are considering this failure an intermittent malfunction. We cannot determine the cause since the symptom could not be verified.